Event description:
It was reported by customer that their product fell apart after use. The issue was that the device in the center of the dressing came unglued (it appeared to be glue) from the butterfly dressing that adhered to the skin. I had to get a different dressing in the interim because my drain was no longer sutured in place and I couldn't afford to have it fall out and I didn't have any backup dressings at the time. I believe it was glue or something similar that detached from the dressing itself. The dressing was changed the morning it happened. It had only been in place 2-3 hours and never got wet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.